Event description:
The distal catheter of sm8a-2010 was torn and fell into the abdominal cavity. Sm8a-2010 was implanted on (B)(6) 2008. In (B)(6) 2011, the pt suffered from the ventricular enlargement. The surgeon found the distal catheter torn at the edge of the outlet connector under x ray. On (B)(6) 2011, the valve was explanted. The surgeon could not take the catheter out. He would like to know why the catheter got torn. Please investigate.